Event description:
During the procedure, the scrub tech attempted to load the device, and the reload did not work. The instrument did not reach the patient. The circulator opened a new reload and the scrub tech changed it. The second reload worked and the surgeon proceeded with the case. It is unknown whether the second reload was of the same or different lot.